Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission after receiving a patient notifier for premature battery depletion leading to eri. Patient was asymptomatic. Patient presented to clinic and upon interrogation of the device eri was observed. Patient denied having any exposure to emi. Patient was scheduled for a generator change and was reported to be symptomatic. The device was explanted and a new device was implanted. No further information available.